Event description:
(B)(6) study pt experienced pain for greater than one year. She had been previously treated with narcotics, injections, physical therapy, chiropractic, acupuncture and tens unit. Pt was implanted with prodisc-c at c6-c7. Five years post implant, pt was diagnosed with failed cervical disc arthroplasty at c6-c7 with stenosis at c5-c6. Pt was returned to the operating room for a re-do of anterior cervical discectomy and partial corpectomy at c5-c6, c6-c7, removal of prodisc-c at c6-c7, revision to peek cages at c5-c6, c6-c7 with trestle plate fixation at c5-c7.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.